Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs, but unable to reproduced error. While troubleshooting, fse checked the tubing assembly from diluent pump to the diluent well, primed the diluent multiple times to verify proper fluid flow into the diluent well, checked the sample nozzle and performed a back flush to clean the sample nozzle. Fse ran samples and quality control run successfully without error, and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2085] air detected during diluent suction by main arm cause : during diluent suction, it was determined that the tip failed to touch the liquid surface. If retry fails, the measurement result will be flagged (ds flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to the sample nozzle needed flushing.

Event description:
A customer reported getting error message "2085 air detected during diluent suction by main arm" on the aia-2000 instrument. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.